Manufacturer narrative:
Product analysis: analysis found that the stylus was broken. Analysis also noted that the power cord bay was broken and the printer drawer guide was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned for a software upgrade subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.